Event description:
It was reported to boston scientific corporation that an issue occurred with an endostat iii electrosurgical unit. It is unknown whether the issue occurred during a procedure. According to the complainant, the cable fault alarm was triggered when the generator was used in conjunction with argent grounding pads. Troubleshooting revealed that the recommended valleylab pads activated the cable fault alarm as well, but the recommended conmed pads did not. It was confirmed that all pads used were dual strip pads. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an issue occurred with an endostat iii electrosurgical unit. It is unknown whether the issue occurred during a procedure. According to the complainant, the cable fault alarm was triggered when the generator was used in conjunction with argent grounding pads. Troubleshooting revealed that the recommended valleylab pads activated the cable fault alarm as well, but the recommended conmed pads did not. It was confirmed that all pads used were dual strip pads. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: the complainant confirmed that the reported issue was noted during setup of the unit, prior to any procedures. Therefore, this is no longer considered an MDR-reportable event. Note: per the endostat iii operation and maintenance manual: "the endostat iii generator employs a pad contact monitor circuit. When using a monopolar mode, the unit is designed to provide both a warning light and tone, which is activated when a break in the return patient plate path develops. In addition, the rf output to the monopolar accessory is intended to shut off until the pad is correctly adhered to the patient, the damaged pad is replaced, or a new cable fixes the pad fault." The complainant initially perceived an issue with the generator due to the pad fault error that was observed during operation with certain pads (valleylab and argent). The complainant was unable to determine if the error message was a result of the pad connection with the generator, but eventually was able to use the generator successfully with a different type of pads (conmed). Although it was not confirmed if there is an issue with the generator, it is not being returned as it will be retained at the site for continued use.